Event description:
It was reported that the lead exhibited was fractured and exhibited loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.